Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The patient was not hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal injection of vancomycin (2 gm per dose, once a day, repeated three days after onset, seven days after onset and 15 days after onset) and oral ciprofloxacin (500mg, one dose) for the peritonitis. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event, fifteen days after onset. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.